Manufacturer narrative:
Concomitant products: addrl1 ipg implanted: (B)(6) 2010.

Event description:
It was reported that the chronic right atrial (ra) lead exhibited low impedance. It was further reported that there was lead insulation damage. The lead was reprogrammed to unipolar pacing and remains in use. A new atrial lead implant was discussed, but not scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.